Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the balloon was unconfirmed as the problem could not be replicated. One 20fr tri-funnel replacement device was returned for investigation. No discoloration was observed in the returned sample. A tacky residue was observed on the external surface of the tri-funnel tube proximal to the 6cm mark. The tri-funnel was tested by inflating the balloon with 20cc of water. No leaks were observed in the balloon, the valve, the inflation conduit, or the feeding lumen. The balloon was stretched and pulled in order to reveal the leak site, but no leaks were observed. The balloon should be inflated with water or saline solution and the balloon volume should be checked every 7 to 10 days for correct inflation volume. Since no leaks were observed in the returned sample, the complaint was unconfirmed. A lot history review (lhr) of ngat4923 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ngat4923) have been reported from the same facility.

Event description:
It was reported that after expanding the balloon, it did not remain inflated. Device was not used on a patient. No other information was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngat4923 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ngat4923) have been reported from the same facility. Device not yet returned for evaluation.

Event description:
It was reported that after expanding the balloon, it did not remain inflated. Device was not used on a patient. No other information was reported.